Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device displayed water shortage alarm even with the full tank. There was unknown patient involvement.

Manufacturer narrative:
H6: evaluation codes updated device evaluation: one device was received. A visual inspection found the device in good condition. During the functional testing, the customer reported problem was able to be confirmed. The cause of the issue was found to be a defective microswitch. The microswitch was replaced. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.